Event description:
It was reported the customer received a motor error alarm and a no delivery alarm. Customer's blood glucose was 189 mg/dl. The customer could not recall any significant events leading to the alarms. Customer stated they were able to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Unable to verify motor error alarm or perform excessive no delivery test due to compromised force sensor system alarm. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.